Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A tprlc xr mp t1 pps 11x107.5mm 107.5mm t1, part # 51-145110 from lot 6800654, was returned and evaluated against the complaint. Deep gouges were observed on either side of the neck. Foreign material was observed on the back and one of the sides of the porous coating. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Reported event was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a hip procedure the rasping was done to the same size stem but the stem would not install in the desired position. Attempts have been made and additional information on the reported event is unavailable at this time.